Event description:
The procedure was done in the office and it was very painful. Following that procedure had constant pain in my lower left pelvic area. At 3 months had the x-day done to learn that my left tube was not blocked. After 1.5 years of chronic pain, saw a new doctor who removed my tubes. After dissection we learned the coils were not there. Just had a cat scan show my coils are in my uterine wall. Have an appointment to discuss a hysterectomy to rid my body of these coils and my pain.